Event description:
It was reported that during a primary total hip replacement as surgeon was drilling for screws in acetabulum through cup the screwdriver flexible shaft and drill bit broke off in patients incision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.